Event description:
It was reported that an implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, it was noted that the device emitted audible tones. Review of device data reveled that an alert for high out of range shock impedance measurements was also recorded. Device replacement was recommended. This lead remains in service. No adverse patient effects were reported.